Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed due to a faulty ccd (charged coupled device). In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable and failed leak test. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use of a therapeutic shoulder arthroscopy procedure the subject device had what seemed to be a short in the wires, the image on the screen had lines across it, and the image was flashing, flickering and had purple stripes on the left side of screen when the camera cord was moved around. The procedure was completed using a similar device. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use of a therapeutic shoulder arthroscopy procedure the subject device had what seemed to be a short in the wires, the image on the screen had lines across it, and the image was flashing, flickering and had purple stripes on the left side of screen when the camera cord was moved around. The procedure was completed using a similar device. No delay and no patient harm were reported by the customer.